Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user's blood glucose (bg) level was as high at 290 mg/dl. Reportedly, the user overcorrected with a manual injection and reported a bg level of 50 mg/dl. The user ate cereal and milk to address bg level and reported a bg level of 262 mg/dl at the time of the report. During troubleshooting with tandem's technical support, the user was removing and installing the cartridge prior to being prompted by the pump. The user successfully loaded a new cartridge following the prompts on the pump screen.